Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a trial procedure the physician placed a lead at l1; however, the lead would not stay in place. Reportedly, the patient had eaten prior to the procedure and sedation was not administered but local anesthetic was used instead. As a result, the lead was removed and the procedure was abandoned.